Manufacturer narrative:
Updated patient demographics.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument would not grasp clips. The device was not used on the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have failed the clip test due to misapplication of the clip. The clip stayed attached to the clip applier and unable to be released. There is no bent clip tips observed. The complaint was confirmed by failure analysis. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip).